Event description:
After a demonstration, a lead apron was left on the c-arm as the clinical specialist left the room. The apron accidentally depressed the foot switch and caused the system to fluoro. Hospital personnel heard the fluoro alarm and alerted the clinical specialist, who removed the apron. The hospital physicist's report states that hospital personnel were unlikely to have been exposed to x-ray radiation, based on the location of the c-arm at the time.